Manufacturer narrative:
This follow up report is being drafted to the following sections h6, h10. The serial number was not provided therefore a device history record review was unable to be performed. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. Probable cause for the b30 errors were related to the scopes used together with the cv-190. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, the reporter was advised to make sure the error is being addressed between swaps and to make sure it is not an issue with the communication cables at the back of the unit. The reporter conveyed that the issue happens with multiple scopes and multiple processors however, serial numbers are not available to provide to tac. The reporter also conveyed that the user facility use third party for repair on their scopes. The reporter was advised the device needs to be sent to the service facility for evaluation. To date, the subject device has not yet been returned for evaluation/ investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
A b30 communication error was reported on device cv-190 with unknown event, unknown serial number. There was no patient involvement reported, no user injury reported due to the event.